Event description:
It was reported that the right ventricular (rv) lead exhibited noise, and the physician suspected that the lead may have perforated. Follow up is currently in progress for additional information. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076, implantable pacing lead - 2002-(B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.